Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii

Event description:
Healthcare professional reported a patient experienced the events of right side ¿extracapsular rupture of the right implant¿, ¿local pain¿, ¿cystic appearance images up to 0.8 cm¿, ¿nodular image with hypersignal in t2 measuring 1.2 cm in the right hepatic lobe¿, ¿change in breast consistency¿, and ¿baker grade ii capsular contracture¿. The device has been explanted.